Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that a znn nail was implanted on (B)(6) 2016 and fractured in (B)(6) 2016. A revision has not been performed yet. No further information available. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis. Root cause determination: breakage of implant due to inadequate design of mating components. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. Breakage of implant due to lack of adequate fatigue strength. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. Breakage of implant due to lack of adequate fatigue strength. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. Breakage of implant due to lack of adequate fatigue strength due to anodization. Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end). Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. Breakage of implant due to general corrosion (crevice, pitting, galvanic). => possible, as the device was not returned, no investigation can be performed. Breakage of implant due to the implant therapy is performed not as indicated. => possible, no information provided about implant therapy. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. => possible, no x-rays provided for investigation. Breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle. => possible, no x-rays or surgical reports provided for investigation. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. => possible, no patient information or post op information provided. Breakage of implant due to patient do not follow the post-operative protocol. => possible, no patient information or post op information provided. Breakage of implant due to explanted implant is used for new implantation surgery. => possible, no patient stickers provided. Conclusion summary it was reported that a znn nail was implanted on (B)(6) 2016 and fractured in (B)(6) 2016. A revision has not been performed yet. The nail was fractured after 5 months. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 130, left, 10 mm, 21.5 cm on (B)(6) 2016. In (B)(6) 2016 it was discovered that the nail was fractured. The exact date is unknown. Additional information has been requested and is currently not available.